Manufacturer narrative:
The actual bags were not available; however, two (2) companion samples were received for evaluation in their original sealed packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling both bags with water and firmly squeezing the bags. No leaks were observed from either bag. The reported condition was not verified for the two companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered before patient use. There was no patient involvement. No additional information is available.